Manufacturer narrative:
(B)(4). Evaluation summary: the distal tip was damaged indicating that it may have been stubbed during advancement. The stent had deformed struts present.

Event description:
It was reported that the physician was attempting to use a resolute integrity (rx) drug eluting stent to treat a lesion in the rca exhibiting little calcification and tortuosity. The device was removed from the packaging per IFU, with no issues noted. The device was inspected with no issues noted. The lesion was pre-dilated prior to attempted stent delivery. Resistance was encountered when advancing the device. The device was removed and it was noted that the stent was deformed. No patient injury was reported.